Event description:
The patient reportedly experienced sound quality issues and decrease in performance. Testing revealed that the device is functioning. Surgery to explant the device has been scheduled.